Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 and (B)(6) 2022 using cooladvantage, coolcore applicator and presented with paradoxical hyperplasia (ph) for a second time post-surgery. Limited information was provided on the prior ph complaint and linkage to prior complaint.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 2/16/2024. Corrected data: b3 h6. Changed data: b5 b7 h10.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdominal areas on (B)(6) 2021 and (B)(6) 2022 using the cooladvantage coolcore system applicator. Corrective liposuction surgery was performed to the abdomen on (B)(6) 2023. The patient later developed a recurrence of ph to the upper and lower abdominal areas post surgery.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. E1) phone number: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting and possibly presented with paradoxical hyperplasia (ph) for a second time post-surgery. Limited information was provided on a prior ph complaint and linkage to prior complaint.